Event description:
It was reported that during a vats lobectomy the device didn't apply the clips. This issue verified with all reloads here claimed. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Additional information: additional information received from affiliate: the surgeon used 3 different of reloads (different colours). The staplers applied the first clips, subsequently they locked out. They have cut only for few mm. The procedure was carried out by using a new stapler. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the three devices cut? How was the case completed? The surgeon used 3 different of reloads (different colours). The staplers applied the first clips, subsequently they locked out. They have cut only for few mm. The procedure was carried out by using a new stapler.